Manufacturer narrative:
Additional information received from the customer on (B)(6) 2015: on (B)(6) 2015, the patient underwent a posterior cervical fusion. The patient was positioned prone on a wilson frame. No stereotaxy device was used. The slippage with laceration occurred during initial positioning. Patient outcome was reported as fine other than the laceration. Integra adult disposable skull pins (a1072) were used (lot number unknown). The skull pins are not available to be returned for evaluation.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: results: complaint not confirmed - no issues observed. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning was required. This device was manufactured on march 31st of 2009 and a review of dhrs containing lot code 0910 showed that the following lots passed the required inspection points without reworks, mrrs or variances. No manufacturing or design related trend has been identified. Conclusion: in summary two devices (lot code 079 and 144) were received and inspected. After review the end users experience could not be duplicated as both devices passed all functional testing requirements however general maintenance is required. The mayfield patient positioning for success chart has been provided in the below link as a refresher tool

Manufacturer narrative:
The customer is sending in two a1059 clamps since they are not sure which unit had the ¿slip¿.

Event description:
It was reported that the mayfield head rest slipped, causing a 1 cm laceration which was sutured and staples. Additional information has been requested.